Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
"It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels while wearing a pod between 36 and 48 hours read high (>500 mg/dl). The patients reports they were unsure if the pod's cannula was properly inserted into the infusion site (arm). The patient experienced symptoms of vomiting and nephropathy in the legs. As treatment, the patient administered manual injections of insulin and applied a new pod. The patient went to the hospital. The patients blood glucose levels dropped to 104 mg/dl at the hospital and the patient was then diagnosed with hypoglycemia. The patient was treated with glucose at the hospital. The patient was released form the hospital after 2 days. The patient's blood glucose and insulin history are as follows: (B)(6).